Manufacturer narrative:
Follow-up #1: date of submission 01/21/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 01/08/2016 with the following findings: during investigation, the display was found to have cracks around the perimeter of the lens. Unrelated the complaint, investigation revealed that there was a line through the display. Also unrelated to the complaint, the battery compartment was observed to have multiple cracks.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged) issue. It was reported that the display screen was cracked. It could not be determined whether the patient was able to read the screen safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.